Event description:
It was observed that during the device evaluation, the thunderbeat exhibited tissue pad peeling. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause could not be determined, but the following may have contributed; during the seal and cut output, nothing was being held between the grasping section and the probe tip (including after the tissue was cut), causing the tissue pad to wear out and abnormal heat generated by wear on the grasping section and probe tip caused part of the tissue pad to peel off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.